Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was not taken to the hospital and emergency medical services treated at home due to low blood glucose and on (B)(6) 2018 at early morning with blood glucose of 24 mg/dl. The customer¿s mother found her unconscious and called ambulance. The customer treated with glucagon shots. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.